Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in the hospital with an intrinsic rhythm of 69 bpm. Increased pacing lead impedance and loss of capture were observed. No further information is available.